Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune fb tib base sz 7 cem knee tibial tray component; attune ps fem rt sz 7 cem knee femur component; attune ps fb insrt sz 7 6mm knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Revision right tkr, tl, (B)(6) hospital, (B)(6) 2018. Primary implant date: (B)(6) 2015 by (B)(6). Reason for revision: infection. Tibial base plate loosening evident. First stage knee revision completed. No other documents available. Male patient, (B)(6), initials: (B)(6), dob: (B)(6), weight: (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.